Event description:
Healthcare professional reported MRI results conclusion: intracapsular rupture of right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, red particles in the shell, missing shell (25-50%) and broken shell. A visual and microscopic analysis was performed which identified: sharp broken and opening on anterior and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp pattern on anterior of broken and opening device assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported MRI results conclusion: intracapsular rupture of right device. The device has been explanted.

Manufacturer narrative:
Continued initial reporter: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.